Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical that the map (mean airway pressure) on the 3100a ventilator was set to 11.5cmh2o and then dropped to about 10.5cmh2o during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.